Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed insulin pump error. Blood glucose was at the level of 5.7 mmol/l. Troubleshooting was completed. Device is expected to be returned for analysis.

Manufacturer narrative:
Device passed self-test and displacement test. No unexpected spi to motor pic communication error noted during testing.